Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the sensitivity was decreased.

Manufacturer narrative:
Concomitant medical products: evolutr-29-us transcatheter valve, implanted: (B)(6) 2017, etlw1616c156e stent graft, implanted: (B)(6) 2015, etbf2516c166e stent graft, implanted: (B)(6) 2015, etlw1616c82e stent graft, implanted: (B)(6) 2015, 310f29 tissue valve, implanted: (B)(6) 2003, fr995-27 tissue valve, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had non-physiologic oversensing and was oversensing t waves. A lead integrity alert was triggered. The lead remains in use. No patient complications have been reported as a result of this event.